Event description:
A distributor from denmark reported a malfunction issue with a pump on (B)(6) 2025. The specific malfunction code identified was 12-0x2071. Information regarding the customer's blood glucose level during the event was not available, as the customer declined to answer if it exceeded 500 mg/dl. The pump was confirmed to be within warranty, and a replacement was arranged. Tandem technical support instructed the customer to return the defective pump along with providing transport instructions. The customer declined to disclose the backup therapy that would be used during the replacement process.